Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in this report was submitted as a duplicate report of the previously submitted report.